Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation the device. The instrument was loaded with a fully fired sulu. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on the (B)(6) 2017.

Event description:
According to the reporter, during a colostomy, the stapler did not fire the full load of staples but had full and complete handle squeezes. Another stapler was opened and used to complete the case. The patient was alive with no injury.